Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported certain® titanium hexed screw (iuniht) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 08/18; torque matrix internal connection. Complaint reported that the abutment screw fractured in the patient's mouth. The reported complaint could not be verified with the information provided and without the return of the device. A root cause for this complaint could not be determined. The following sections have been updated: UDI: (B)(4). Device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. First/given name unknown / not provided. Product will not be returned by the customer.

Event description:
It was reported that the iuniht abutment screw fractured in the patient's mouth.